Manufacturer narrative:
There were no samples or images available for review; however, a lot number was provided. A review of the device history records and inspection records was conducted and no similar concerns were found. Without the sample to review, a definite root cause and corrective action cannot be established. If the sample is returned at a future date, the complaint will be reopened for further evaluation. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
After passage of PICC, small rupture was seen in the distal portion (near the ¿butterfly¿).